Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer was in the pool and the insulin pump turned off. Customer reported there was fluid in the battery compartment and the home screen did not appear on the display. No harm requiring medical intervention was reported. The device will not be returned for analysis.